Event description:
The customer reported to olympus, the cleaning brush broke about five centimeters from the tip and could not be removed from the olympus gastrointestinal videoscope. The customer could not remove the brush even with a washing machine. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the additional device evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip and a crack, the connecting tube had a dent, and the control unit had discoloration. Additionally, scratches were found on the following components: the plastic distal end cover, the connecting tube, the scope cover unit, the scope connector, the protector on the universal cord on the scope connector side and the control section side, the universal cord, the image guide protector, the grip, the scope cover, the switch box, switch 1, the forceps elevator lever, the forceps elevator knob, the up/down knob, the right/left knob, and the control unit. The customer confirmed the following regarding reprocessing: the device was cleaned, disinfected, and sterilized (cds) before returning to olympus, there was no delay in the start of precleaning, the air/water nozzle was flushed with air and water, there were no abnormalities in the accessories used for reprocessing, and the air/water nozzle was flushed with detergent solution and wiped/brushed with clean lint-free cloths, brushes, or sponges. The foreign material appeared to be a facility cleaning brush. There were no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material appeared to be a facility cleaning brush. The root cause of the remaining foreign material could not be specified but the probable cause appears to be insufficient cleaning. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.